Event description:
A malfunction was reported on the pump due to a communication error with the touch screen. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer attempted to correct the high blood glucose with a correction bolus via the pump. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code happened again.